Event description:
Started tms, around the 8 session I'm slurring my speech. The dr. It's not from tms. At my 30th session I grew concerned because my speech was worse. Again, the dr said wasn't from tms. I cancelled the remainder of my treatment. "12/28" had an CT to see if I had any brain damage. Nothing showed on the CT. Since I have had two MRI's and a neuro visit. Everything comes back normal. I am starting speech therapy 5/1.